Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 594 mg/dl and diabetic ketoacidosis. The customer was treated through intravenous insulin and saline. A bolus was delivered to address bg level. Customer was released from the ICU on 8/6/2023 with no permanent damage. Reportedly, the cause of the reported issue was due to the battery not charging, and subsequently the pump shutdown. The customer reverted to an alternated method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.